Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly tortuous, moderately calcified mid right coronary artery. A 2.75x33mm xience prime stent delivery system (sds) was advanced and the stent was deployed. A proximal edge dissection was noted and a 3.5x18mm xience xpedition stent was used to cover the dissection. However, another dissection was noted from that stent, so a 3.5x12mm unspecified stent was used to cover that dissection. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.